Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It has been reported that a patient has been admitted in emergencies due to an exeter broken stem.